Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction was resolved by customer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator door failed and was unable to open during a procedure. The customer stated that this issue delayed the user from retrieving the medication and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2022 to 20-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that a field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator door failed and was unable to open during a procedure. The customer stated that this issue delayed the user from retrieving the medication and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.